Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issues. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 700 mg/dl. Cause was not known. A correction bolus was delivered to address bg.